Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the image review and information provided, and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized; there is no cds in view indicating the image was taken post deployment of the second clip (reported device). The centrally located clip in the image was likely the first implanted clip with no reported issue. The clip on the right side of the image (laterally implanted to the first clip) is the second implanted clip reported for post deployment cowl. The clip arm angle appears to be ~30° - 40°. While this angle is an estimate based on visual assessment with the naked eye and is not confirmed, it is apparent the second clip (reported device) has a post deployment arm angle larger than the fully closed position (~10° - 20°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), severe bi-leaflet mitral valve prolapse, and flail of posterior 1 leaflet (p1) for a mitraclip procedure. The first clip was positioned on the central part of the mitral valve. Grasping was successful and the mr was reduced (grade 2-3+), therefore the clip was deployed. To further reduce the mr, a second clip(B)(6)] was implanted lateral to the first. Grasping was successful, and the mr was further reduced (grade 2+). Leaflet insertion assessment was checked in all echo views according to instruction for use (IFU). The clip was deployed and successfully passed the first and the second establish final arm angle (efaa) test. After deployment, the clip opened with an arm angle of about 30 degrees from the initial 5-10 degrees before opening. The clip remained stable on the leaflets and the procedure ended with a final mr grade of 2+. There were no adverse consequences to the patient or clinically significant delay. No additional information was provided.